Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently pump time was incorrect. Customer did not provide further information and declined follow up from tandem technical support.